Event description:
During a colonoscopy procedure, the physician used a cook endoscopy triclip endoscopic clipping device to treat what was reported to be an "oozing polyp" and bleeding situation." After advancement of the clipping device through the endoscope, the user reported experiencing resistance when attempting to extend the clip from the distal end of the outer sheath. As soon as the clip was able to be extended from the outer sheath, the clip prematurely deployed in the open position. The clip was located in the colon. The physician indicated the pt would pass the clip naturally through the gastrointestinal tract and focused on managing the bleeding situation. The clip was not retrieved. The bleed was completely controlled post polypectomy. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this activity, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. If the device experienced excessive pressure, perhaps in response to resistance encountered, this could have contributed to the reported premature clip deployment. The instructions for use instruct the user to ensure that the clip is securely attached to the introducer by pulling gently on the clip prior to advancement into the endoscope accessory channel. This activity will ensure the clip is positioned properly and can help to avoid resistance in clip extension from the outer catheter and/or premature clip deployment. Premature deployment of the clip can also occur if the clip release tab is removed from the handle assembly before the clip has reached the desired tissue site. The instructions for use for this product line instruct the user to remove the clip release tab when the targeted position is reached endoscopically. Prior to distribution, all tri-clip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.